Event description:
A customer contacted baxter's technical service center to report having a system error 2367 alarm with the homechoice (hc) machine during drain 2 of 4. The technical service representative (tsr) advised the home patient (hp) to cycle power to the hc. The hc proceeded to press go to start. The tsr had the hp to review the alarm log and discovered a system error 2240. The tsr advised the hp to start over with new supplies or complete therapy with manual supplies. The hp was also advised to contact her nurse to notify her of the alarm. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp regarding the reported event. The hp stated the alarm was caused by a use error on her part. The hp stated she disconnected to use the rest room and did not connect correctly. The hp stated she ended therapy on the cycler and completed therapy with manual supplies. The hp did notify her nurse and stated therapy was going well. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The reported system error 2240 alarm was confirmed. The root cause was a use error - patient disconnected from the set. A labeling review was performed and found to be adequate. The lot number was unknown; therefore no batch review was performed. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.